Event description:
Alleged that the head section dislodged from the slider pivots which damaged the head section. He stated there were no injuries. He said there was a patient in the bed and the bed was being used in a cardiac center.

Manufacturer narrative:
Repair have not been completed.